Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2015 due to natural causes. The customer's health care provider was unaware of the cause of death, however they indicated that the customer was admitted to the emergency room on approximately (B)(6) 2015, and passed away during that time period. No additional information was provided.